Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds post-implant procedure. The physician decided to explant and replace the lead. The replacement lead was attempted but not used due to placement difficulty. The second lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The connector of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the there is a slight kink in proximal conductor at 38cm, but lead passed introducer test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.